Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the bipolar port was not holding the instrument cable. Fse replaced the erbe to resolve the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced. The unit energized and cauterized all ports and recognized instruments. When testing the erbe with the blue and green cables, the bipolar socket #2 was loose. The unit has no significant scratches or dents. The front bezel was not cracked. The erbe is in a good condition.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the bipolar energy on the erbe generator was weak. The site replaced the instrument cord, bipolar instrument, and swapped ports, but the issue persisted. The intuitive surgical, inc. (Isi) tech support engineer (tse) suggested power cycling the erbe, but the customer did not want to stop the case and continued with the procedure. There were no reports of patient injury.